Manufacturer narrative:
Evaluation summary: customer report of regurgitation could be confirmed based on visual observation. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was minimal at the stent inflow and moderate at the stent outflow. Host tissue folded free margin of leaflet 2 into the cusp by 2mm and free margin of leaflet 3 into the cusp by 3mm, which led to a gap in the coaptation region due to leaflets not being able to close. The x-ray demonstrated no visible damage to wireform. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: the surgeon indicated the patient¿s anterior and posterior leaflets were preserved at time of implant. At explant, two leaflets at the posterior side appeared to be folded from the inflow aspect to the outflow aspect. There are no other factors reported that could contribute to the early mitral regurgitation. Per the product evaluation, host tissue folded the free margins of leaflet 2 into the cusp by 2mm and free margin of leaflet 3 into the cusp by 3mm, which led to a gap in the coaptation region due to leaflets not being able to close. No comments were made regarding leaflet 1. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, a 27mm valve was explanted after an implant duration of 11.43 months due to mitral regurgitation (mr). The customer reported that a 27mm mitral valve was implanted to correct mitral regurgitation (mr) on (B)(6) 2012. At implant, the patient¿s anterior leaflet and posterior leaflet were preserved. After a period of time, moderate mr appeared from the central area of the device. On (B)(6) 2013, the device was explanted and replaced with a magna mitral ease valve, model 7300tfx27mm. At explant, two leaflets at the posterior side appeared to be folded from the inflow aspect to the outflow aspect. The patient had dilated cardiomyopathy (dcm). The customer commented that the subvalvular tissue unlikely caused the event since there was enough space between the valve and the subvalvular tissue. Left ventricular cavity dimension was large. The tricentrix holder system was deployed in a proper way and the holder was removed after the knotting. As of (B)(6) 2013, the patient status was reported as ¿under recovering¿.